Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear/strained from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the coupling power supply was deformed and bent on the air reamer/drill device. It was further determined that the shaft was broken. It was further determined during the pre-repair diagnostics assessment that the device failed for check the attachment coupling, check the hose coupling, check function of forward / reverse, check for excessive noise, check for air leak and check power with test stand, min 190 to 260 watt. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.